Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead electrical performance. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomalies. A stylet insertion test failed near the terminal pin, and a helix mechanism test failed due to bunched rs-ptfe. The observed wrinkled/bunched insulation and offset rs-coils likely resulted from friction forces when the lead was passed through a constricted space. This type of damage has been deemed a design issue.

Event description:
It was reported that this lead was not successfully implanted due to helix anomaly. A new lead with a different model was successfully implanted. The lead was returned for analysis. No adverse patient effects were reported.